Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a delayed diastolic waveform start time. The customer also reported that the cardiac output (co) was unchanged and stable from historical values. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a delayed diastolic waveform start time, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4) fup 1.

Event description:
The customer reported that the companion 2 driver exhibited a delayed diastolic waveform start time. The customer also reported that the cardiac output (co) was unchanged and stable from historical values. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient data file revealed no anomalies. During investigation testing, the reported diastolic waveform delay was reproduced. The root cause was a malfunction of the left pilot valve assembly. When the left pilot valve cable was manually manipulated at the pilot valve, the left side pressure and flow waveforms were observed to fluctuate. During visual inspection, contamination was observed in both the left and right pilot valves. The origin of the contamination was unknown. Contamination is known to affect pilot valve performance. However, since the diastolic waveform delay was duplicated when the left pilot valve cable was manipulated, the contamination was likely not related to the reported issue. The left and right pilot valve assemblies were replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.